Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a textured saline implants. That patient wants to remove and replace. Healthcare professional reported, biocell recall and deflation. The is for the left side. Device explanted.

Manufacturer narrative:
Clarification to d6a: only year 2001 was provided. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Additional observations: ¿ missing on plug strap assessed as inconclusive. ¿ broken plug strap assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a textured saline implants that patient wants to remove and replace. Healthcare professional reported biocell recall and deflation the is for the left side. Device explanted.